Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. Rotational sensor abnormalities were observed in pod data. These abnormalities led to first prime ending early which resulted in the firing flat and release bar not aligning before the end of second prime. Rerun of the device replicated these rotational sensor abnormalities. Inspection of the commutator cap found contamination on all four fingers and scratches on two of the fingers. The commutator cap contamination is confirmed as the cause of the observed rotational sensor abnormalities that resulted in the device failing to deploy at the end of second prime. It could not conclusively be determined if the observed commutator cap scratches contributed to the data abnormalities.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone, lockdown. Cloud - omnipod 5 software app version, 3.1.1. Cloud - smartphone operating system, n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware, n5004l. Cloud - cgm sensor type, g6.

Event description:
A patient reports while activating a pod the cannula had failed to deploy and the pods pink slide did not move forward. The pod was not worn.